Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number : (B)(6).

Event description:
It was reported that the touchscreen no longer works. There was no patient involvement when the event occurred, no patient or user harm reported. Per the problem description, it was reported that the touchscreen was no longer working with the internal cable (grey ribbon cable between the ui display assembly and power management pcba connected from the back to front. A service engineer was requested to perform onsite repairs.

Manufacturer narrative:
The service engineer replaced the user interface (ui) pcb and ribbon cable to resolve the issue. The touchscreen is now working correctly; all tests were performed which don't require o2. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the component is received, and an additional report will be submitted.